Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating service was required for the device. During device damaged bearings were noted. It is unk if the device was used in surgery. It is unk of injury, medical intervention, or surgical delay occurred. The date of event is unk. There is no additional info provided.